Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1v3xf product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 28-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said that their implanted neurostimulator is not working and they can't adjust it. Patient asked if they could get the external equipment replaced. Agent reviewed information regarding external device replacement and ins battery due to date of implant and patient stating ins was very old. Patient stated they have an appointment with hcp on june 18th and will get ins battery checked and call back if external it was stated that the patient had a lead replacement.  The patient said that their implanted neurostimulator is not working and they can't adjust it. The patient mentioned that they have had to have their implant moved because they fell and dislodged it. The patient also mentioned having had ens replaced with ins.